Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station indicated a fatal error, which resulted in users being logged out. A technical support specialist performed a full synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system displayed a "fatal error" message on the screen, preventing users from accessing the system to retrieve or refill medications and repeatedly logged users out. The customer reported that the malfunction occurred when the user was tried to issue medication to the patient and there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.